Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 01/08/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/08/2014 with the following findings: visual inspection of "battery compartment¿ revealed, compartment crack from threads to case seal.